Manufacturer narrative:
A follow up attempt was made to obtain repair information from the customer. The customer reported a touch screen has been ordered to address the reported problem. To date, subsequent calls related to this issue have not been made by the customer; this issue is considered to be resolved.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator alarmed with pressure sensor failure occurrence. The customer reported there was no patient involvement.

Event description:
The customer reported that the ventilator touch screen is unresponsive/frozen. The customer reported there was no patient involvement.